Event description:
It was reported that during a gastric procedure, the system responded with error 3 when taken out of standby to ready. The customer replaced the handpiece and continued the case with no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.